Manufacturer narrative:
The pump was returned with the following findings: all keypad buttons were responding intermittently. Product analysis removed the keypad and found adhesive under the contacts.

Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.